Event description:
During the procedure, the coil of the wire guide separated from the core when the wire was being advanced. The core of the wire went downstream in the vessel, migrating from the thigh to the knee. The separated segment had to be retrieved by snaring the distal tip of the wire. The segment was successfully removed without any injury to the pt.